Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that performance data was evaluated and showed that the patient received two inappropriate shocks due to atrial tachycardia/atrial fibrillation. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.